Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p-waves. Additional information received indicated no re-programming was done for this patient. A routine carelink transmission was performed which showed two months of remaining battery longevity. The physician will be consulted regarding possible atrial lead revision at the time of generator change. The ra lead remains in use. No patient complications have been reported as a result of this event.